Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 300 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were 2 cm in size and the patient had not performed the rewind process with a reservoir in place. Customer was advised that a replacement reservoir would be sent out and they agreed to return the product for further analysis.